Manufacturer narrative:
The device was in use for treatment. The atrial lead was capped, and will not be returned for analysis. No information was provided as to the allegations against this lead. A written request for information was unsuccessful, therefore the reason why the lead was capped remains unknown. No subsequent device or clinical adverse events were reported. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. The event will be reevaluated if additional information becomes available.

Event description:
The customer reported that this atrial lead was capped on (B)(6) 2015. No information was provided as to why the lead was inactivated. No subsequent device or clinical adverse events were reported. The lead was actively implanted for approximately 15 years, 9 months.